Event description:
It was reported the patient presented with a vf episode and therapy did not convert the rhythm. The dft test failed, the lead was explanted and replaced. Patient is doing well and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.